Event description:
It was reported to technical services that the device implanted 13 years ago will not interrogate. Only one green light was showing on the programming head, no magnet response, and rate is irregular; no pacing seen. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported to technical services that the device implanted 13 years ago will not interrogate. Only one green light was showing on the programming head, no magnet response, and rate is irregular; no pacing seen. The device remains actively implanted with no report of any consequential actions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.